Manufacturer narrative:
Conmed electrosurgery received the suspect device and its tubing/cabling for evaluation. The presence of blood found inside the handpiece and smoke evacuation tubing indicates the operator misused the device. The integrated smoke evacuation pencil was designed and validated to remove surgical smoke only. The handpiece was disassembled to perform an internal inspection of the device. Blood was found inside the handpiece which caused the electrical contacts to self activate. The instructions for use for this device state the following: description/intended use: the goldvac pencil, when used with an effective smoke evacuation system, removes smoke plume from the surgical site.

Event description:
Pencil was used with a valleylab force fx. After 20 minutes of using the pencil in cut mode the pencil self activated in the holster. The pencil stayed activated until it was unplugged from unit.